Event description:
During use, the trach care control valve came apart from the catheter. No patient harm was reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources persuant of federal regulations.